Event description:
During product service by a service technician, a flo-gard infusion pump was found to have experienced an f_38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection determined that the device was in a good physical condition. Functional testing identified the f_38 alarm when the device was powered on. The cause of the f_38 alarm was determined to be damage to the left force sensing resistor (fsr). To address this issue, the fsr was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.